Event description:
A report was received that the patient underwent a pocket revision procedure due to soreness and discomfort at the ipg site caused by non-device related weight loss. The physician relocated the pocket site.

Manufacturer narrative:
This is the final report.